Event description:
The customer reported that the vertical cassette holder (accessory) dislodged during use and fell against the pt. The doctor confirmed that the pt rec'd no injury.

Manufacturer narrative:
The investigation is currently ongoing and conclusions will be sent in a f/u report. (B)(4).